Event description:
It was reported that the balloon separated from the shaft. The balloon was used to dilate inside a stent and was inflated several times and removed without difficulty. Upon removal, the device was flushed, at which time the balloon separated. Reportedly, no excessive force was used.

Manufacturer narrative:
Quality assurance analysis revealed that unit was returned with distal portion of shaft detached. Shaft had been necked prior to detaching. Although it was reported that no excessive force had been applied during removal, necking of shaft material (which indicates application of force) was noted. Detached distal shaft was not returned. There was no evidence of tearing at end of peel away. Quality engineering was unable to determine root cause for this product issue. Distal portion of tip was not returned. Investigation did not identify any deficiencies in catheter that would cause balloon failure. Quality engineering had concluded that no corrective action is warranted at this time. As part of quality process, all product is 100% inspected and pressurized for measurements and leaks. In addition, all product is audited and samples are taken for separate reliability inspection and testing to verify that only acceptable product is released. This MDR is considered closed by quality assurance department.